Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss is attributed to possible clotting due to the amount of time the blood pump was stopped. In the event of an external power outage, the user's guide includes instructions for performing manual rinse back when trained and instructed by the facility, to return the patient's blood with no impact to patient safety. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
An external power outage occurred during a routine hemodialysis treatment. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. Hgb dropped from 10.4 g/dl pre event to 9.8 g/dl post event. Epogen was increased from 12,000 units 2xweek to 18,000 units 2xweek. No other medical intervention was required.